Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the stent was placed in the pt, without complications. The pt did have an allergy to contrast medium and was pre-medicated for this allergy. The pts contrast load was 700 cc. The pt left the catheterization lab in good shape. Approx 7 hrs later the pt was hungry. After being fed the pt started to get nauseous and vomited. The pt subsequently coded during the vomiting spell and expired shortly thereafter. No further info reported. Causation between the products and the adverse event cannot be identified. Guidant is conservatively filing this event.